Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received stated that patient had effective stimulation restored post-operatively.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-01627. It was reported that the patient experienced ineffective stimulation due to lead migration. In turn, surgical intervention was undertaken wherein the leads were explanted and replaced.